Manufacturer narrative:
Upon review by the field service engineer, it was noted that the system was not reaching the correct distance while completing the scan. Since only a partial image was received, the user had to repeat scans, causing a scanning overlap in some areas and a potential for the patient to receive additional radiation. It was determined that root cause was due to the wheels not functioning properly. Field service engineer did replace the wheels and ensure they were calibrated and functioning properly prior to placing the system back in service. Since the patient was re-scanned, as per our calculation the patient received a total dose of 167.22 mgy.

Event description:
While scanning a patient, the omnitom CT scanner stopped moving. It was determined that the scanner was not completing the accurate distance of the scan. Because the scanner was not completing the correct distance on the patient, scanned areas of the patient were overlapped, causing the chances of additional radiation.